Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, occlusion prime/delivery and excessive no delivery tests. Pump was programmed with multiple boluses and monitored. All boluses delivered properly and recorded in bolus history screen. Unit had cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that customer had high blood glucose of 534 mg/dl. During troubleshooting, it was found that there was two small air bubbles in infusion set. Caller reported that insulin was cloudy and foamy. Caller also reported that insulin was reused from the refrigerator. Caller reported that insulin pump was cracked at battery compartment. Caller was advised that insulin pump would need to be replaced.